Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion at 29.5 cm ¿ 30.0 cm from the connector pin breaching the optim sheath only, consistent with friction to another device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.